Manufacturer narrative:
(B)(4). The receiver was returned for evaluation. External visual inspection was performed and found no observations related to product performance. However, it was observed that the usb door was broken. The device turned on and the "trend screen" was displayed. Global receiver functional testing was performed and no failure was detected. The receiver data log was reviewed and no errors were found. The device was determined to be operating within the required specification. Diabetes mellitus is a known cause death; however, the patient's mother confirmed that the death was attributed to natural causes.

Event description:
Patient's mother was contacted on (B)(6) 2015 by a dexcom representative concerning a marketing survey and reported that the patient passed away on (B)(6) 2015. The patient was found deceased in his home and there was no medical intervention. Patient's mother disclosed that the death certificate states the death was due to natural causes and that the patient had a history of heart problems. She further confirmed that diabetes was ruled out as a cause of death. There was no reported device malfunction. No additional event or patient information was reported.